Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon was left inside of me [foreign body in reproductive tract]. String broke off tampon [device breakage]. When I went to remove it, the string broke off and the tampon was left inside of me [complication of device removal]. Consumer sent e-mail stating the string broke off when she went to remove the tampon. No serious injury was reported.